Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history records review was conducted as and this lot of product met quality requirements for products acceptance per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with coronary stenting especially when side branch patency is compromised. As per the IFU, implanting a stent may compromise side branch patency. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event.

Event description:
As reported by the study, this is a female pt with medical history including hypertension, hyperlipidemia, current smoker, type ii insulin dependent diabetes and obesity with a bmi of 35.16. She presented to cardiac cath in 2008 and the primary indication for intervention was unstable angina pectoris (troponin negative or unknown). Left ventricle ejection fraction (lvef) was >50. Bp was 135/65. Pre-procedure ck cardiac enzymes were within normal limits. Ck-mb and troponin were not documented. Pci was performed on a 90% de novo lesion in the mid lad of 25mm in length in a 3.0mm vessel diameter at a bifurcation requiring double guidewire. The (type c) eccentric lesion was characterized with an irregular contour, little to no calcification and with thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 8 atm before a 3.0x28mm cypher select plus stent was deployed at 18 atm with satisfactory results. The lesion was post-dilated with a 3.0x9mm balloon at 22 atm because the stent was not fully expanded. Ivus was not done during the procedure. No procedural complications were noted. Timi iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 10%. Post-procedure ck-mb at the 6-24 hour and 24 hours - discharge were greater than or equal to 5 times above the upper normal limits. This was classified as a lateral non q-wave mi that was target vessel related. There was no evidence of stent thrombosis. It did not require CABG or repeat pci. In addition, there was an occlusion of the little diagonal ramus and septal ramus after stent implantation. Ck and troponin were not done. The event was resolved without sequel. The pt was discharged four days after the procedure on four days later.